Event description:
During servicing of charger/modem returned for an unrelated issue, a reportable problem was discovered. The power brick would not power the charger/modem. This patient was issued a functioning charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the power brick was defective. The cause of the inability to power the charger/modem is the defective power brick. The cause of the defective power brick is a damaged connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The charger/modem was replaced in the field.